Event description:
It was reported that alerts were triggered for high out of range pace impedance measurements, on the right ventricular (rv) lead made by another manufacturer. The pace impedance measured greater than 2000 ohms, both times. Some noise oversensing was seen after the alerts were triggered. The alerts were cleared by a health care professional (hcp). The device was reprogrammed after the second alert was triggered. No adverse patient effects were reported. No further information is known. At this time, the product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that alerts were triggered for high out of range pace impedance measurements, on the right ventricular (rv) lead made by another manufacturer. The pace impedance measured greater than 2000 ohms, both times. Some noise oversensing was seen after the alerts were triggered. The alerts were cleared by a health care professional (hcp). The device was reprogrammed after the second alert was triggered. No adverse patient effects were reported. No further information is known. At this time, the product remains in service. If additional information is received, this report will be updated